Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the clips did not close as they should have, causing a laceration to the cystic duct. The damage was not irreversible. There was unanticipated tissue los as a result of this problem. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).